Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 19. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and increased sensitivity. No further patient complications were reported.